Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was visually inspected and was found non-conforming with damage to the cutting edge. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and actuation and was found non-conforming for cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. Gouge marks were observed at the cutting edge and one other location along the inner cutter. The returned sample was found to be conforming for actuation, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation indicated that the probe had a cut issue. The most likely root cause for the poor cutting is the damage observed on the cutting edge of the port. The probe was found with no/minimal wear on the inner cutter, therefore the cause for the damage to the port related to the manufacturing process cannot be conclusively ruled out. The complaint evaluation is unable to determine the exact root cause for the cutting edge damage. A possible root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No action was taken in regard to the reported actuation failure as the probe met specification for actuation. The damaged cutting edge of the port was non-conforming; therefore, an investigation photo of the returned sample has been reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility¿s review training form. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the anterior vitrectomy probe occurred. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.